Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250 mg/dl and the sensor glucose was 165 mg/dl at the time of the incident. Troubleshoot was performed. Insulin delivery was suspended due to sensor glucose values. Threshold low suspend limit in sensor settings is 60. Customer was advised sg and bg meter readings will be close, but rarely match due to how glucose travels in the body. Sensor will not be returning for analysis.